Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found that the unit would not operate on battery (but functions properly on ac) and battery charge led indicator is off. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced open fuse in alternating current (ac) inlet module. The battery charger light emitting diode (led) indicator now lit. He let the unit charge for 3 hours, but the control module shut down seconds after switching to direct current (dc) power. He installed (pm) and charged unit over night. The unit operated to the manufacturer's specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation. According to fsr, the batteries should have been replaced in (B)(4) 2012, but there is no record that this was done. According to the customer, the unit is used for temporary pumping outside of the operating room and used very seldom. The fsr on this visit found the unit laying on its side on the floor in the operating room, behind other equipment, and it was unplugged. The fsr has never found the unit plugged in when he has come to visit. The unit has been checked every six months since then, except for last (B)(6) when the customer could not find the unit. The unit has passed the pm inspection since 2012 until this visit.